Event description:
Caller alleged pt self tester received a discrepant high inratio reading of 2.3, lab 1.7, 30 minutes apart. Pt's therapeutic range is 2-3.

Manufacturer narrative:
Investigation pending.